Manufacturer narrative:
(B)(4). The insulin pump received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The device was unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly found during visual inspection. The pump was received with cracks on case at the display window corner, reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.